Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was received with a cracked reservoir tube lip, a missing end cap sticker, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with unresponsive buttons. It was reported that the customer had to disconnect from the pump, and revert to manual injection per their healthcare providers instructions. It was reported that the pump would be replaced and returned for analysis. No further information provided.